Event description:
The customer reported that during an angiographic procedure, the top of the hemostasis valve broke while injecting contrast. The customer reported that this occurred twice. No harm or injury was reported. This is one of two reports for this. (B)(4).

Manufacturer narrative:
Device eval: the eval has not been completed. A f/u report will be submitted when the eval has been completed. Eval conclusions: a f/u report will be submitted when the eval has been completed.